Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, product ID: 9735785, product ID: 9735764r, product ID: 9735823, h3, h6: a medtronic representative went to the site to test the equipment. Testing revealed a hardware failure with the main cart monitor. The computer was replaced but the same issues persisted. Codes b01, c13 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that upon replacing the power cable in another case, the system booted to "no video detected" on the main cart monitor. The manufacturer representative (rep) on-site noted that the camera cart booted to the normal login screen. The rep checked self-test and found that the main cart monitor was listed as "disabled." The rep was able to replicate main cart monitor disabled by rebooting lab system with high-definition multimedia interface (hmdi) cable disconnected. Upon reboot and plugging the hdmi back in, self-test on lab system showed main cart monitor as disabled. The rep checked self-test and confirmed main cart monitor was set to hdmi videoinput. The rep checked the touch screen and confirmed the main cart touch screen was functional (mouse moving on camera cart monitor with each touch). The rep performed a hard reboot and the issue persisted. The rep swapped video cable over to camera cart. Once softkeys were set to hdmi on camera cart, monitor displayed "no video detected". The rep plugged the hdmi cable from the back of the computer directly into the hdmi on the in/out (I/o) panel. Video appeared on the main cart monitor, which confirmed the issue was due to the computer. There was no patient involvement. Additional information was received. It was reported that after replacing the computer (the rep did not replace the displayport to mini displayport cable), "no video detected" was still on the main cart and camera cart was functioning as intended. Technical services (ts) confirmed that all cable connections into back of computer were good. A self-test showed connection to router and ethernet cables were properly receiving power. The uninterruptible power supply (ups) had no fault lights. The soft keys on the main cart were set to hdmi correctly. The rep bypassed hdmi from back of computer to external video port on I/o panel and main cart now had video, therefore suspecting another faulted graphics processing unit (gpu) card on the computer. The rep unplugged all connections in the back of the computer except for the power and video hdmi cable - the issue persisted and confirmed no shorts in the computer.

Manufacturer narrative:
Continuation of d11: monitor rfrb 9735795r mtouch 27in s8 svc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. After installing the new computer, dp to mini dp cable, and new hdmi cable, the same issue persisted. No video detected on the main cart, and the camera cart was functioning as intended. The main and camera cart showed disabled in stealth admin. The representative had an s8 ent system available and confirmed it had a legacy computer as well. Technical services (ts) recommended swapping the s8 ent, known to be working, into the s8 premium that was malfunctioning to see if video could function on the main cart. It was reported that after swapping the computer of the system with a known working computer, it had video. The ruled out the monitor and hdmi cable being the issue. The representative swapped the computer back to their original systems but now only swapped the computer plug in ends of each system's hdmi cable into the other system's computer. They took the s8 premium hdmi cable into the s8 ent hdmi computer port, and vice versa. No video was on the ent system and video was present on the s8 premium, therefore confirming a computer I ssue again. The representative unplugged the battery from the ups. The representative powered on the system with the battery unplugged and it displayed no video detected. The representative removed the ups from the s8 ent system and installed it into the malfunctioning system. No video detected was displayed. The representative parked both systems back-to-back and routed the ent system external/internal power cables into the ent ups and it displayed no video detected. The representative installed the new battery and tested a bare bones system. Nothing connected but the following: power from the ups to the computer, monitor, and router. Hdmi from the computer to the monitor. Ethernet from the computer to router, router to ups. Power button to ups. The representative powered on the system, and it booted to a "no video detected. The representative swapped the problem computer in to a spare system. They recreated the connections from the last time. The no video detected followed the computer into the new system. They swapped a known working system computer into the problem system, and no video detected was still on the problem system. Every computer plugged into the problem system has display no video detected so far. Swapping the known working systems computer back into its original system, and it booted fine. They swapped the known working system hdmi into the downed system. The downed system hdmi through the dongle to a known working system. There was video in the know working system, and no video on the downed system. The representative continued troubleshooting between the computer, hdmi cable and monitor of a known working s8 premium and the malfunctioning system. The representative troubleshot with 24 different configurations between six components. The no video detected followed this system's main cart no matter the configuration. The exception to this rule was when the hdmi cable was plugged into the hdmi port on the I/o panel. The representative set the external display to 2560x1440 resolution (same as gpu resolution), and video continued to display properly through the hdmi out on the I/o panel. The representative uninstalled and mounted this system's monitor onto the known working main cart. The representative also installed the known working monitor onto this system. The known working cart displayed no video detected, while this system displayed video as expected with the known working monitor. The issue was determined to be caused by the monitor. The main cart monitor was replaced and the issue was resolved.

Manufacturer narrative:
H3) the computer was returned for analysis. Functional testing determined that the computer was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) a manufacturer representative (rep) went to the site and changed out the computer and surgeon monitor. Codes: b01, c07, and d02. H2-3) the monitor was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the monitor had electrical failure. Codes: b01, c02, d02 h2-3) the computer was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the computer had computer failure. Codes: b01, c02, d02 h2) please see section d9 for when the devices were available for evaluation and the additional codes section for new annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.